Event description:
While filling a continuous ambulatory delivery device (cadd) medication cassette reservoir, what appeared to be a metal shaving was found inside the cassette. We had already filled the cassette with fluorouracil, so it could not be saved for inspection. We took pictures and then discarded the filled cassette as hazardous waste. The defective cadd cassette did not leave our facility, so no patient was involved with this defect. A subsequent cadd was utilized which had the same lot and expiration date. No defect was noted in this item.